Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that there was a hole in the purge cassette tubing from new packaging. There was no patient harm.

Manufacturer narrative:
Updated information: h6 med dev prob code added a0207.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the damage to the purge tubing was not determined as although the damage was confirmed on the returned product, the nature of how this damage could have occurred could not be established.

Manufacturer narrative:
Updated information: d6a/d6b removed as implant date does not apply to cassette device. D9 device return date added h6 component code changed from g07002 to g07001.